Event description:
On (B)(6) 2009, the sales representative reported that during surgery one of the prongs broke off the driver. Additional information received via telephone on 21 aug 2009. The sales representative reported that during surgery, the surgeon realized that the rod was not seated fully on the screw head and the surgeon loosened the closure tops to adjust the rod. When the surgeon was using the universal driver, the prongs bent. The tips were not broken off during use as previously reported. On one driver, the scrub tech tried to straighten the bent prongs at the back table and broke the prongs. No pieces fell into the wound. The surgeon was able to finish the case with another set that the sales representative had on hand. There was a surgical delay of 15-20 minutes. This malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.